Manufacturer narrative:
(B)(4). This complaint was reviewed and determined to be a malfunction. The lot number of this instrument was included in the voluntary recall issued on may 5, 2004. The reported failure of this instrument was attributed to a dimensional discrepancy of the frames. The instrument did cycle properly which indicates the torsion spring was properly assembled. The voluntary recall was in response to a condition in which the device may clamp and fire without the staples being formed into tissue.

Event description:
Reportedly, the instrument was placed on tissue, closed and then would not fire. The surgeon opened the instrument by depressing the black button, placed it back on tissue, closed again, squeezed and then it fired on the second attempt. No injury. Procedure: colon resection. Pt sex: unk.